Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: device passed the hc return instrument test/evaluation rite electrical test but failed rite functional test due to failed volume transferred comparison. The cause for the unrelated rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam.